Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. The customer's blood glucose level at the time of incident was 40 mg/dl and current blood glucose level was 93 mg/dl. Customer was treated with food. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.